Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Infusion device buttons were not functioning properly. Pt changed the battery, and infusion device displayed power interrupt (e8) error. Infusion device buttons still would not work. Pt changed battery again, and infusion device displayed another power interrupt (e8) error. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.